Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, as its ¿hack¿ jagged in the patient field of view. The iol was explanted. Additional information has been requested and received stating that the reason why the lens was removed was 4 mark measured on. Sodium chloride drops was used as a medical intervention. There was no patient injury.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Iol returned in a draw string bag and in four segments, along with a piece of wet surgical fabric. Two empty lens cases were also returned with company lens . It is unknown which lens case belongs to the returned iol. Solution is dried on the iol. One haptic is bent/deformed, the other haptic is intact. The optic is torn/split-cut dividing the iol in four and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint. The lens was returned damaged in four segments, which is consistent with lens having been explanted. Due to this, we are unable to confirm the original condition of the lens. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).